Event description:
This spontaneous report was received on 23-jan-2026 from the united states regarding a female (age not provided) consumer in association with a thermacare lower back& hip heat wrap. On an unspecified date, the consumer topically applied a thermacare lower back & hip heat wrap for back and hip pain. On an unspecified date, after using the product for an unspecified period of time, the consumer experienced a burn. The burn was painful. The area was raised and oozing. No further information was provided.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn, and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.